Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four anti-tachycardia pacing (atp) and one shock for what appeared to be an atrial driven rhythm. Technical services (ts) was consulted and noted there was possible rapid ventricular response (rvr) due to the atrial arrhythmia. The therapy was unable to convert the rhythm, and ts noted it may have been inappropriate therapy. The reports were reviewed with the health care professional (hcp). This ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four anti-tachycardia pacing (atp) and one shock for what appeared to be an atrial driven rhythm. Technical services (ts) was consulted and noted there was possible rapid ventricular response (rvr) due to the atrial arrhythmia. The therapy was unable to convert the rhythm, and ts noted it may have been inappropriate therapy. The reports were reviewed with the health care professional (hcp). This ICD remains in service and no additional adverse patient effects were reported. Additional information was received and it was reported that the clinician adjusted the medication for the patient. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6. This product investigation is still in progress. This report will be updated when product investigation is complete.